Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on (B)(6) 2024 and tested on (B)(6) 2024. Pump's complaint states, "pump powered of on its own. Attempted to power back up but only option is new infusion. Powered pump back off, clamped line, and instructed pt to go into his clinic this morning to have this taken care of". The analysis of the returned device is complete. The pump's event log was pulled and reviewed. Providing evidence of an abrupt power off that was seen by the lines stating "log_event_on" consecutively without a "log_power_off" in between, meaning that the pump turned off on its own and had to be powered on. The pump was also noted to have physical damage as the pump housing module is cracked and the metal bar is partially separated from the pump. An image of the damage will be uploaded to the complaint. Reported issue found, device not performing to specification.

Event description:
On 12/13/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except this one which prompted the filing of this MDR. Device return requested.